Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product. No injury/death was reported. A manufacturing lot number, sample, and photographic evidence was available for evaluation. The DHR and analysis results were reviewed. All samples passed acceptance criteria. No non-conformance's were noted relating to the reported issue. Pictures were provided from the customer showing splits on the shaft of the light shield. Visual inspection of the samples confirmed that the light shields were split/cracked on the shafts. The light shields are packaged in bulk from aspen and delivered to the customer. The customer then kit packs the light shields. A definitive root cause could not be determined because the light shields are handled by additional parties after being shipped from aspen. No further information is available. Molding engineering/technicians and sustaining engineering were notified of the reported issue. Based on this information, no further actions are required.

Event description:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product found by the end user. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product found by the end user. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).